Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00027.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00027. It was reported stimulation for 1 of the patient's ((B)(6)) leads was disabled due to low impedances. Reprogramming was initially able to resolve the issue, however stimulation continued to be disabled due to low impedance. Surgical intervention was undertaken on (B)(6) 2016 and the lead was explanted and replaced. The patient reported effective stimulation therapy postoperative. It is unknown which lead is associated with the low impedance, therefore all possible lots are being reported. Concomitant medical products: the implant date is unknown for the device listed below: model: mn20200, drg ipg.